Event description:
Customer's mother reported customer received erratic readings on their freestyle freedom lite meter. Customer's mother reported customer received readings of 372 mg/dl and 110 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer's mother also reported customer woke up with symptoms of shakiness and stomachache and drank juice to counteract her symptoms. Paramedics were called but no third party medical intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.